Event description:
The hcp reported an intradural extra-medullary mass. The pt was experiencing increasing symptoms and weakness in their left leg. The mass was diagnosed by myelogram at t-9 in 2004. The catheter and the mass were removed. The operative report findings revealed an intraspinal granuloma. The hcp reported that the pt has had an excellent recovery with 90% resolution of symptoms.